Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report. (Age at time of event): the facility reported 3 similar events that occurred on the same day with 3 different patients, with the same type of device. The ages for the three patients provided were (B)(6) , (B)(6) and (B)(6). This report is for one of the three events received; however, a correlation between the provided ages and a specific case was not provided. (Sex): this report is for one of the three events received. It was only indicated that one of the patients was a female; however, a correlation between the provided gender and a specific case was not provided. The other 2 events reported by this facility are being submitted under a different manufacturer report number under the same part and lot# combination as this report. Cine containing two sets of images was received from the facility; however, the facility declined to provide a correlation between the cine and a specific patient. The images were reviewed by a clinical professional manufacturer representative who concluded that the images demonstrated a j-tip wire within the prostar sheath unable to pass through into the iliac and a stiff wire able to move freely within the prostar sheath. (B)(4).

Event description:
It was reported that a physician trained in the use of the prostar device attempted pre-closure of the common femoral artery after a transcatheter aortic valve implantation procedure. Reportedly, after deploying the sutures, it was not possible to pass a j-tipped guidewire back through the device to exchange it for the large sheath. The j-tipped wire seemed to be stuck within the shaft of the prostar. However, it was possible to pass the stiff straight-tipped end of the guidewire through the entire shaft and by carefully maintaining the stiff end position the physician was able to exchange for a 10f sheath then upsize to 18fr. Hemostasis was achieved with this device by tying the deployed sutures. There was no adverse patient effect. Though requested, no additional information was provided.